Manufacturer narrative:
Further investigation confirmed that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned results for 2 patient samples tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. Based on the data provided, the results for 1 sample were erroneous. The initial crep2 result was 29 umol/l. This result was reported outside of the laboratory where it was questioned. The sample was repeated and the result was 276 umol/l. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 123456. The expiration date was not provided. The customer called back after the initial point of contact and had repeated more than 20 patient samples and saw issues with "other tests" including bilirubin and ld. The customer did not provide any specific results or other data related to these tests. The incorrect results had been reported outside of the laboratory. There was no allegation that these additional patients were adversely affected. The field service engineer (fse) had been onsite prior to the event and had changed the roller base bearing. The fse returned to the customer site on (B)(6) 2017 and found a nozzle leaking on a rinse station. The fse corrected the tube placement on the instrument and the device was performing correctly again.